Event description:
It was reported that the patient's lead had high short interval counts (sics). The physician verified lead insulation damage during the procedure, and the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). High ventricular sic counts are observed 10,561 on the lifetime counter with most of these counts occurring since (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: emdr01 implantable pulse generator (ipg) (B)(6) 2010. (B)(4).